Event description:
A customer technical advocate (cta) was contacted with regard to incorrect patient results reported from the lab. The customer initially had one patient sample with hemoglobin (hgb) and hematocrit (hct) not matching when tested using a cell-dyn sapphire analyzer. The customer then repeated the sample in closed mode obtaining the following results; hgb = 8.12 g/dl. Hct = 24.3% and plt = 655 k/ul. The plt had an invalid data flag. The sample was repeated in open mode obtaining hgb = 11.2 g/dl, hct = 36.7% and plt = 500 k/ul and reported from the lab. Subsequently the sample was repeated using another analyzer yielding; hgb = 7.95 g/dl, hct = 24.1% and plt = 662 k/ul. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.